Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the device did not power on due to a power supply unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source exhibited the device could not be lit due to a defective power unit. The issue occurred at preparation for use before an unspecified procedure. The patient was not under anesthesia. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.